Event description:
It was reported by service report that the fowler was drifting. No patient involvement or adverse consequences reported.

Manufacturer narrative:
Fowler motor. Issue was resolved for the customer by sending them a part. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.